Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "pain with increased consistency, capsular contracture, baker grade IV" and "reactive axillary lymph node" confirmed via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1., b5, d6b, h6.

Event description:
Healthcare professional reported "pain with increased consistency, baker grade IV capsular contracture" and "reactive axillary lymph node" confirmed via ultrasound. Later healthcare professional reported "pain in shoulder" and "ruptured" found at the time of extraction. This record is for the left side. The device has been explanted and replaced.